Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 1910004. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time.

Event description:
It was reported that the device is cracked with a bd eclipse¿ needle. The following information was provided by the initial reporter: (2 of 2 complains) they have found several of cracked eclipse that they haven´t used after previous event, from the same package and lot. They have unfortunately not saved any of these, just discarded them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the device is cracked with a bd eclipse¿ needle. The following information was provided by the initial reporter: (2 of 2 complains). They have found several of cracked eclipse that they haven´t used after previous event, from the same package and lot. They have unfortunately not saved any of these, just discarded them.